Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic with an atrial lead programmed unipolar. The clinician was unable to locate bipolar measurements, and due to noise noted on the electrogram, the clinician was unable to determine capture. The lead remains in use. No patient complications were reported as a result of this event.